Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported deployment issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. The investigation determined that the reported deployment difficulty appears to be the result of ratchet to sheath interaction, likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that this was an un-specified procedure to treat a moderately calcified lesion, with a reference vessel diameter of 4mm. Pre-dilatation was performed with a 5.0 mm balloon. The 4.0 x 80 mm supera self expanding stent system (sess) was advanced to the lesion. Deployment was performed; however, the last 3 cm of the stent could not be released from the delivery catheter. After manipulation of the shaft and the wire, the stent was released successfully. The sess was removed without issue and there were no complications. There was a 30-45 minute delay, but was confirmed to not be clinically significant to the patient. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that there was a tear in the stent sheath and inner braiding 3cm proximal to the distal end. There was no other damage noted to the sess. No additional information was provided.